Event description:
Per provider, manifold is not shifting. Per repair statement, alarming or red light, outlet spout broken, and compressor loud.

Manufacturer narrative:
Per repair statement, alarming or red light, outlet spout broken, and compressor loud.